Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot # va0433b, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that while stimulation was turned on there was a stabbing sensation in the pocket. There was a loss of therapeutic effect. It was noted that this had begun a few weeks prior to this report. There were no traumas or falls. X-rays did not show any issue. Manufacturing representative noted programming was done with patient sitting up and leaning forward and the patient would get good stimulation. Patient only felt the jabbing sensation when leaning back. The sensation was occurring at relatively low amplitudes, 3.0v. Impedances were ¿ok¿ according to the manufacturing representative but health care professional stated she got ¿bad¿ reading. Implantable neurostimulator (ins) was left on. Patient also had leaking concurrent with this issue. Prior to this report patient had been getting excellent therapeutic control. Hcp noted patient would scream due to reported issue. Additional information received reported when patient left office the implant was at a low voltage that was not eliciting pain and had no noticeable stimulation feeling to her.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient had almost been electrocuted with their first implant. The shocking had been since implant on (B)(6) 2012. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Refer to manufacturer's report #3004209178-2015-16009 for removal of the first implant.